Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose over 600 mg/dl with polydipsia, polyuria, nausea, chest pain and vomiting associated with an inaccurate delivery issue. Reportedly, the patient remained hospitalized and was treated with insulin via injection and IV fluids. During troubleshooting with customer technical support, it was revealed that the basal delivery totals in the total daily dose did not match the active basal program total. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings: the pump history showed that the pump was manually suspended on (B)(6) 2015 18:37 and manually resumed at (B)(6) 2015 14:21. On (B)(6) 2015 14:12 an auto off alarm was recorded; deliveries resumed at 14:27. The pump was programmed with a 2.0u/hr basal rate and exercised for 24hr time period; at the of end testing the basal history correctly showed 2.0u and total daily dose (tdd) showed 48.0u. There were no errors, alarms or warnings during testing. The tdd¿s added up correctly and reflected the users programmed basal rates. There were no delivery defects found during the delivery accuracy testing and the pump was found to be delivering within required range & delivering accurately.